Event description:
Patient reported they tried to do a trial of nevro and ended up getting spinal fluid which gave patient a really bad headache. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).